Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bruising and a broken rash under the therapy pad and electrodes of the lifevest equipment. It was reported that the patient has diabetes and had a previous shoulder surgery. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.